Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event details, as well as patient and device information; the physician commented that the event was attributed to the procedure. The physician also commented that the patient had no sequela of the event, but she was hospitalized for a different treatment. The returned catheter was found fractured at its proximal shaft; its tip was found fractured as well. The shaft was found deformed at approximately 10mm to the distal end. By magnified observation, the proximal shaft of the tip fracture site was found with scratches on the polymer which could be attributed to being in contact with the calcium. There were cracks on the tip polymer in the circumferential direction near the fracture surface of the tip, which were caused by pulling force. The edge of the braids on the fracture surface was found exposed, while there were scratches on the tip surface. By magnified observation of the tip fragment, scratches on the tip in the longitudinal direction and lacerations on the distal tip were found, which could be attributed to the tip digging into the calcium. The tip fracture surface was found with a trace of ductile breaking of the tip polymer, which could be attributed to pulling force. The above findings suggested that the subject catheter was fractured at approximately 2mm from the distal end where the tip polymer structure and the braids shared the border with each other. Lot history revealed no anomaly related to the reported event, and no other similar product experience report was received regarding the lot. Based on the obtained information and the investigation outcome, it was presumed that the subject catheter tip was trapped by the heavy calcium as if the tip were digging into the calcium. As pulling force from withdrawal manipulation was applied to the tip, its polymer continued to be pulled. Eventually, the polymer got fractured as a result of ductile breaking. Although there was no indication of product deficiency, it was concluded that withdrawal of the fragment by additional treatment was considered a health hazard, and a possibility could not be denied that the fragment was left inside the patient anatomy. The instruction for use states: - [contraindications] do not use this microcatheter in advanced calcified lesion; and, - [malfunctions and adverse effects] damage (kink, bend, separation, burst, damage to the hydrophilic coating).

Event description:
During a pci to treat a heavily calcified 90-99% stenotic lesion in lad#7, a guide wire was replaced by a rotawire under the subject catheter support in order to perform rotablation. When an attempt was made to withdraw the subject catheter, the catheter tip got stuck with the lesion and would not be withdrawn. After the proximal shaft of the subject catheter was cut off, a non-asahi catheter was advanced over the subject catheter as far as it could be. Although the subject catheter was successfully withdrawn, its tip was found left on the rotawire and eventually retrieved together with the rotawire. Subsequently, rotablation was performed as scheduled, revascularization was achieved, and the procedure was completed.